Event description:
The reporter states that he obtained a 16mg/dl and 86 mg/dl blood glucose comparison on the accu-chek advantage system. Test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent and return requested.